Manufacturer narrative:
H6: investigation summary two samples (model #11522558) were returned by the customer. It was reported by customer that they had another incident with blue ball tuning. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with saline and the drip chamber was allowed to empty using gravity. The blue ball stopped the flow and the solution did not go past the blue ball. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure could not be replicated. A device history record review for model 11522558 lot number 20116057 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported gem v/nv 20dp ps ckv 3ss dehp free had air in the line the following information was provided by the initial reporter: "good to talk to you. We had another incident occur with the blue ball tubing."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported gem v/nv 20dp ps ckv 3ss dehp free had air in the line the following information was provided by the initial reporter: "good to talk to you. We had another incident occur with the blue ball tubing."